Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a cervical spine procedure. It was reported that intra-operatively, the system went down. It initially would not open and kept going back to the booting process. It was rebooted twice and it still would not fully boot. It was reported that the system did not go down until after they had finished using it for the case. The procedure was completed with the use of the imaging system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.